Manufacturer narrative:
Insulin pump was received with blank display due to missing battery tube contact spring. Unable to verify vibrator anomaly due to blank display. Unit had cracked reservoir tube lip, cracked case at display window corner, and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a vibrator anomaly. The customer heard a noise when he shook the insulin pump. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.